Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms noted. However, the power management tool confirmed power error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received missing display window cover, minor scratches on case and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose level was 114 mg/dl. The customer stated that they have problem with battery she will replace the battery and then within a day it is asking for a new one. Troubleshooting was performed for power loss alarm and customer has not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The customer was advised to revert to backup plan. The insulin pump was returned for analysis.